Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry could not open manually. Additionally, it was found that motion functionality could not be readied when starting up the imaging system. To restore functionality, the motion enclosure and power conversion enclosure were replaced. The imaging system then passed the system checkout and was found to be fully functional. The motion enclosure was returned to the manufacturer for evaluation. Testing found that the firmware of the unit was corrupted and the reported issue could be replicated with the enclosure installed in a known operational imaging system. (B)(4). Other relevant device(s) are: product ID: b i71000860, serial/lot #: (B)(4). Product ID: bi71000444, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the software scanner needs to be calibrated is requested when it is rebooted. No patient was present at the time of the event.